Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00635 / 00638).

Manufacturer narrative:
The modular head, taper adapter, and femoral stem were still assembled and no attempt was made to separate these components. Indentations were visible on the neck portion of the stem in several locations, which may have occurred due to impingement against the cup or possibly against bone. Light colored deposits were observed at the junction between the stem and the taper adapter. The components appeared to show evidence of neck impingement and subluxation of the joint. These events may have been causal or contributory factors for the head becoming stuck on the stem taper. This follow-up report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00635-1 / 00638-1).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 due to loosening. The surgeon reportedly could not disengage the taper from the stem. All components were removed and replaced.